Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received with cracked and broken belt clip slot. Cracked reservoir tube lip. All operating currents tested within spec range. However corroded battery tube noted during visual inspection. No unexpected low batt alarms noted. (B)(6) 2011.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will return device for analysis.